Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation. X-rays revealed the lead was broken. As a result the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue. Effective stimulation was restored postoperatively. Information about the confirmation of total number of devices involved in the issue is requested but not available. Additional devices maybe added at a later date based on the available information.